Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's gantry door was brought over the patient and closed but the system did not recognize it as closed. The door open warning remained on and the tube lights did not come on. They tried to re-open and re-close the gantry with the same result. Re-booting did not resolve the issue. When they manually pushed the door together the warning went away. Once the doors were closed they were able to get 2d and 3d images successfully and the case proceeded. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation was performed and it was discovered by the field engineer that the door switch was out of position which caused the reported event. Issue was resolved by adjusting the door switch. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's gantry door was brought over the patient and closed but the system did not recognize it as closed. The door open warning remained on and the tube lights did not come on. They tried to re-open and re-close the gantry with the same result. Re-booting did not resolve the issue. When they manually pushed the door together the warning went away. Once the doors were closed they were able to get 2d and 3d images successfully and the case proceeded. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.